Event description:
It was reported that during a procedure the footswitch is sticking when pressed, causing the machine to flash the orange light and says lasing but it was not actually lasing. The e-stop was pushed, restarted unit and the procedure was completed without using the footswitch. The patient was stable under general anesthesia.

Manufacturer narrative:
Upon receipt of this console component at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation, there was found that the footswitch was defective and required replacement. Therefore, the reported allegation was confirmed leading to the reported event. After replacing it, the functional test was performed, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. The device history record (DHR) met all material, assembly and performance specifications. A risk review was completed and confirmed that the event of foot switch pedal - stuck in on position is defined in the risk documentation. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure, the footswitch is sticking when pressed, causing the machine to flash the orange light and says lasing but it was not actually lasing. The e-stop was pushed, restarted unit and the procedure was completed without using the footswitch. The patient was stable under general anesthesia.

Manufacturer narrative:
Upon receipt of this console component at our quality assurance laboratory, this device was thoroughly analyzed. During functional evaluation, there was found that the footswitch was defective and required replacement. Therefore, the reported allegation was confirmed leading to the reported event. After replacing it, the functional test was performed, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during a procedure the footswitch is sticking when pressed, causing the machine to flash the orange light and says lasing but it was not actually lasing. The e-stop was pushed, restarted unit and the procedure was completed without using the footswitch. The patient was stable under general anesthesia.